Manufacturer narrative:
Pending investigation. No other information was provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2010 and then experienced a revision surgical procedure on (B)(6) 2017 approximately 7 years and 1 month after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation, and radiographs, photographs, and operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect clinical, component and investigations clinical codes.